Event description:
It was reported to resmed that an astral device displayed an error message "circuit error" and the device will not start ventilation. This resulted in an alarm which notified the user of the malfunction. There was no patient injury reported as a result of this incident. MFR#3004604967-2015-00245.